Event description:
It was reported that the pressure cutoff values too low. There was no patient involvement/harm reported.

Manufacturer narrative:
H3: one device was returned for analysis with complaint that the "pressure cutoff values too low." Review of service history shows that the device has not been in previously. The device was in good condition, no physical damage was found on the pump. Review of event history log found "pressure cutoff" alarm messages and confirmed complaint. The downstream occlusion (dso) sensor was recalibrated because of need for a higher cutoff pressure for the application.